Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a damaged grip cable at distal end. Additional observation(s) : the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were not exposed. The instrument failed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) advanced failure analysis (afa) team re-evaluated the 8mm maryland bipolar forceps instrument where, the initial findings were confirmed. The instrument was placed on an in-house system and it passed the energy recognition but, it failed the energy delivery and continuity test on one of the grips. The instrument was disassembled and the break was isolated to the distal end. The conductor wire was pulled from the distal end to inspect the wire normally shielded by the wrist components. The wire was shown to be kinked within the wrist. The wire was stripped at the kinked location, and a broken conductor wire was revealed. The instrument failed energy delivery due to a broken conductor wire. The probable root cause of break in the conductor wire is attributed to the component's susceptibility to damage. Correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to failure analysis results: intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 8mm maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. Additionally, the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, but the insulation was still attached, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument failed the electrical continuity test. The complaint regarding a broken cable was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.